Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd viper¿ lt system, a false positive hpv patient result with an unusual pcr curve was obtained. There was no report of patient impact. This is report 2 of 12.